Event description:
It was reported that the patient experienced the infusion sets coming off event on (B)(6) 2026. The patient also experienced high blood glucose.

Manufacturer narrative:
MDR 3003442380-2026-47063 / initial 1 of 2. E1: name: (B)(6). Country: switzerland. Street: (B)(6). City: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.